Event description:
It was reported that the health care professional (hcp) called in regarding device data on a presenting electrogram (egm). Technical services reviewed and found this cardiac resynchronization therapy defibrillator (crt-d) undersensed a right ventricular beat therefore, delivered a paced beat. This was due to timing and the patients intrinsic falling into blanking. At this time, this system remains in service. No adverse patient effects were reported.